Event description:
Patient reported having difficulties with the infusion sets. During follow-up, patient's mother reported when inserting the infusion set, the needle remained on top of the skin and the patient did not receive any insulin. Mother tested patient's blood glucose with a result of 'hi'. Mother reported the patient received insulin and blood glucose decreased to 6.4 mmol/l (115 mg/dl) after 2 hours. Patient's blood glucose elevated to 'hi' again following dinner, and this time the needle was also on top of the skin. This occurred approximately 10 times. Mother stated that when pressing the blue release button, there needed to be a clicking sound otherwise the needle would not completely extend. Mother reported when this occurred, she would change to a new infusion needle. Mother stated in the 2 cases she mentioned with blood glucose levels of 'hi', she did hear the click but the needle still did not correctly enter the skin. The patient did not require assistance from a healthcare professional or second party to address the issue. Alleged infusion sets were discarded and were not returned for evaluation. Additional information was not provided.

Manufacturer narrative:
Results - no product was returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.